Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed about 8 years ago. It was reported that the stem broke in the sleeve. Revision surgery was planned, and the date of the revision surgery was not yet determined. The patient experienced a clicking sound while walking and became unable to walk. The surgeon confirmed the stem¿s breakage by x-ray. The patient is female, weighing approximately (B)(6) kg (not particularly obese). No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned stem confirms the reported material fracture. Examination by a depuy material scientist found no material defects that could have contributed to fracture initiation and/or propagation to failure. A review of the device manufacturing records found no related deviations or anomalies. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a review of the device manufacturing records found no related deviations or anomalies. Device history review: a review of the device manufacturing records found no related deviations or anomalies. Corrected: h3.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: d11 by updating product reported. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a1, a2, b3, d4 (lot # and UDI), d6, d7, d11, h4 and h6 (patient codes). Corrected: d1, d2, d2b, d3, d4 (catalog) and h1. H6 patient code: no code available (3191) used to capture the walking difficulty and device revision or replacement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.